Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that (1) lvp display board will be replaced. The customer confirmed that there was no patient involvement.

Event description:
It was reported that (1) lvp display board will be replaced. The customer confirmed that there was no patient involvement.

Manufacturer narrative:
The reported issue of dim segments was confirmed. Visual inspection of the board was performed, and no damage, corrosion, or cold solder was observed. The returned display board was tested using a lvp mockup test fixture attached to a cad pcu. The board was tested running a basic infusion at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Test results identified that the returned lvp display board assembly displayed dim segments. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Review of the sn (B)(6) service history record showed the device had a manufacture date of 19-jan-2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 16-nov-2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only the dim segments were returned.